Event description:
A report was received that the patient was experiencing pocket discomfort due to the ipg being tilted and superficial. Revision procedure was done wherein the ipg was repositioned. The patient was doing fine after the procedure.